Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) found that full-height drawer 2 was not detected on the bus. The fse tested the drawer controller using a voltmeter and confirmed that the voltage was within the acceptable range. The fse replaced the pyxis bus module controller and tested the system using the hardware test application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 failed and was not able to be recovered. An error message stating "not detected on bus" was received. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.